Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter the knife blade did not retract. There was no injury to the patient. The incident device was discarded by the customer and is not available for evaluation..